Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had issues inserting the catheter and experienced some discomfort. It was noted that the patient was not able to insert the catheter for use. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to a "rough or irregular shape¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use". This will help to prevent the use of a defective catheter." The device was not returned.

Event description:
It was reported that the patient had issues inserting the catheter and experienced some discomfort. It was noted that the patient was not able to insert the catheter for use. No medical intervention was reported.